Event description:
Boston scientific received information that this patient stated she has been passing out for three weeks. The patient was inquiring about where this information goes and how it gets to her physician as she does not have her communicator plugged in all the time. A patient services consultant informed the caller that the information goes to her doctor and clinic and stated that the latest send was last week.

Manufacturer narrative:
Efforts to obtain additional details regarding the reported clinical observations were unsuccessful. No other adverse events have been reported. This product issue will be updated if additional information is received.